Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during preparation prior to use on patient, the cs300 intra-aortic balloon pump (iabp) produces screen noise. There were no adverse consequences to the patient reported.